Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire technician was able to verify the customer's reported issue. Visual inspection revealed a burnt component/capacitor. The technician replaced the component/capacitor and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100 a ventilator produced smoke internally and burning smell was noticed while a technician was attempting to connect the ventilator to a patient. The customer confirmed that there was a delay in patient care but it did not result in patient injury or harm.